Manufacturer narrative:
The check of the DHR of the lot numbers involved (friendly femoral stem: lot #200902955; delta protruded liner: lot #201104172) shows no anomalies which could have contributed to the incident on the overall number of pieces manufactured with these lot numbers. First and only complaint received on these lot numbers. Very few info available on this case: we only received a picture of the explanted delta protruded liner but: · explant analysis: not applicable. Explants not available to be sent to lima corporate for further analysis; · x-rays analysis: not applicable. No post-operative x-rays referring to primary surgery available. By considering that complaint source reported us that the friendly stem was originally inserted while the cement was still runny and then this could have had an effect on the final positioning of the femoral stem, (therefore alignment and possibly causing the impingement) we can speculate this case can be classified as surgical factor related. Pms data: no other similar complaints received on a total of 4506 friendly femoral stem (product family 4110.07.xxx) sold ww giving a revision rate of 0.02%. No specific corrective actions to be performed. Lima corporate will continue monitoring the market to promptly detect any further similar issue.

Event description:
Total hip arthroplasty performed on (B)(6) 2011: friendly femoral stem with plug and hood, cocrmo modular head and a delta protruded liner implanted. Revision surgery performed on (B)(6) 2016 since the femoral stem previously implanted kept impinging on the protruded liner causing instability and pain. During the revision surgery, it was noted that there was not much bone cement proximally, but there were big chunks distally. According to the complaint source this was related to a surgical error during the primary procedure: the stem was indeed inserted while the cement was still running and this could have highly contributed to the final stem positioning, affecting alignment and possibly causing impingement. Event occurred in new zealand.

Manufacturer narrative:
The check of the DHR of the lot # involved (femoral stem: lot #200902955;femoral head: lot #201104438; liner: lot #201104172) did not show any anomalies which could have contributed to the incident on the overall number of pieces manufactured with these lot#. This is the first and only complaint received on these lot#. We will submit a final MDR once our investigation is concluded.

Event description:
On (B)(6) 2011 the patient underwent total hip arthroplasty: the implanted prosthesis consisted of a friendly femoral stem with plug and hood, a cocrmo modular head and a protruded liner. On (B)(6) 2016 the revision surgery was performed because the stem kept impinging on liner causing instability and pain. During the surgery, it was noted that there was not much bone cement proximally, but there were big chunks distally. According to our sales rep's opinion, this was probably caused by the fact that, during the primary procedure, the stem was inserted while the cement was still running, which could have highly contributed to the stem positioning, therefore affecting alignment and possibly causing impingement. Event occurred in (B)(6).